Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received, "damage to inserter tip. Unable to remove the cup adapter from handle". The product was not returned to depuy synthes, however photos were provided for review. See ¿img_3839 ¿, ¿img_3840 ¿ and ¿img_3841¿. The photo investigation revealed did not reveal any defect with the 920010029, angled acet insertr. However, based on available evidence it is not possible to confirm the functional allegation of jammed devices. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 920010029, angled acet insertr would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Damage to inserter tip. Unable to remove the cup adapter from handle. Jammed, tagged as faulty. Procedure successfully completed with no delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : damage to inserter tip. Unable to remove the cup adapter from handle. Jammed, tagged as faulty and sent to cssd for decontamination. To be return to warehouse for investigation. Replacement required. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the standard adaptor of the angled acet insertr was stuck. A functional test was performed and was able to replicated the reported condition due to the mating components does not disengage as intended. Due to observed condition of the device, potential cause for the jammed condition can be attributed to misalignment when assembling the adaptor component. The overall complaint was confirmed as the observed condition of the angled acet insertr would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.